Event description:
It was reported that when an asymptomatic patient presented remotely through merlin.net transmission, complete loss of capture on ra and rv lead was observed. Patient was brought in the clinic for further assessment but the device could not be interrogated. When the device communicated through wand for some time, it was noted to be in backup vvi with hv therapy disabled. Device then lost communication and could not be interrogated again. Premature battery depletion was suspected. Device was explanted and replaced successfully without adverse event. The capture issue was resolved with device replacement. The patient remained stable throughout the procedure.